Event description:
Customer's family member reported that customer was treated by emergency medical team due to low blood glucose. Customer was connected while family member was putting in a new reservoir.